Event description:
Per tm & biomed: the scanner periodically shuts off during use.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner periodically shuts off during use could not be reproduced during evaluation. The scanner powers on and boots up normally. The scanner was powered on and initialized 10 times. The error log was checked and is empty of any errors related to the problem. The device was serviced, tested and returned to customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per tm & biomed: the scanner periodically shuts off during use.